Event description:
It was reported that this right ventricular (rv) lead with this pacemaker exhibited loss of capture. There was undersensing and high capture thresholds noted. Technical services (ts) reviewed and could not confirm the ventricular capture. This rv lead and pacemaker remain in service. No additional adverse patient effects were reported.